Manufacturer narrative:
Concomitant medical products: cat. No.: 2060-0000-1, acetabular dome hole plug, lot code: lt2e37; cat. No.: 623-10-32d, trident 10° x3 insert 32mm ID, lot code: w333xr; cat. No.: 2030-6535-1, 6.5 cancellous bone screw 35mm, lot code: pa61r7; cat. No.: 6364-2-232, v40 fem head orthinox 32+4, lot code: g5882913. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device discarded by the hospital.

Event description:
Patient presented to emergency department because of left hip pain, ten days post total hip replacement surgery. The patient stated that when she got up from her chair her hip gave way. Revision surgery removed acetabular components and femoral head, and replaced with tritanium revision shell, mdm and femoral head.

Manufacturer narrative:
An event regarding pain involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the reported pain could not be determined because insufficient information was provided. Further information such as, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Patient presented to emergency department because of left hip pain, ten days post total hip replacement surgery. The patient stated that when she got up from her chair her hip gave way. Revision surgery removed acetabular components and femoral head, and replaced with tritanium revision shell, mdm and femoral head.